Manufacturer narrative:
A packaging error was reported with a celsius catheter. It was reported an ¿a curve¿ ablation box had a ¿d curve¿ ablation catheter in it. There was no patient consequence. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, sleeve of the catheter was observed blue. Which does not match with the device description and specifications. The device has not been returned for analysis. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received; the labeling issue reported was confirmed. The root cause is associated to the manufacturing process, as the incorrect sleeve color was placed on the device. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A packaging error was reported with a celsius catheter. It was reported an ¿a curve¿ ablation box had a ¿d curve¿ ablation catheter in it. There was no patient consequence.